Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Not enough information provided by the customer to conduct a review of the lot and batch history records. Action taken: investigation has been completed based on current information. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The reporter did not provide any surgeon contact information; therefore, follow up was not able to be conducted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she sees well and then the vision gets blurry. The consumer reported that her surgeon told her that he felt that after cataract surgery on the fellow eye, everything would be fine. The reporter did not provide any surgeon contact information; therefore, follow up was not able to be conducted.